Manufacturer narrative:
The probable cause for the falsely elevated troponin I results was contamination of the r1 probe and drain. A siemens healthcare diagnostics field service representative was dispatched to the account and corrected the problem. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on a patient sample. Results were reported to the physician. The physician did question the results. The sample was repeated on the same analyzer and an alternate analyzer. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.